Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02g23, that has similar products distributed in the us, list numbers 01l81 and 04p54.

Event description:
The customer suspects that a patient sample (ID (B)(6) ) is (B)(6) for (B)(6). Architect (B)(6) qualitative ii results were (B)(6). Architect (B)(6) qualitative ii confirmatory testing was (B)(6) . The sample tested (B)(6) at another laboratory using an alternate method (not specified). No adverse impact to patient management was reported.

Manufacturer narrative:
No patient sample was available for in-house testing. Investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of labeling and testing of in-house retained reagent. Historical quality/complaint metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Testing of panels which mimic patient samples using retained samples of the complaint lot was performed. All specifications were met indicating that the lot is performing acceptably. Based on all available information, no product deficiency was identified.